Event description:
The reporter indicated that surgeon implanted a 13.2mm vicm513.2 implantable collamer lens with a -4.0 diopter, into the patient's left eye (os) on (B)(6) 2022. The lens was later removed and replaced for a shorter length lens due to the lens being too large. Reportedly. "Did an exchange late last week and the patient is happy."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D4: expiration date: 30-sep-2023 should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated that surgeon implanted a 13.2mm vicm513.2 implantable collamer lens with a -5.0 diopter, into the patient's right eye (od) on (B)(6) 2022. The lens was removed and replaced for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. Reportedly. Small cb-cb length was the cause of the event. Problem was resolved. Claim#: (B)(4).